Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when the product is turned on the fan turns on but does not stop. The software does not finish loading and no image is displayed. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the conducted investigations did not reveal a root cause related to the labelling, the device or its history. The most probable root cause is a component failure (fpga defect). This is a communication error between the fpga circuit and the main processor on the mainboard. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).